Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): none reported (no information). Product problem(s): "white deposits on surface of the lens" (foreign material present in device [iol (intraocular lens) implant]). A surgeon reported that three weeks following intraocular lens (iol) implant surgery, he noted white deposits on the surface of the lens. In a follow-up, it was reported that the lens was removed in a secondary procedure and replaced with a different model lens. Additional information was requested.